Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). During this initial procedure subsequent post-ballooning angiography showed a type 3a endoleak from the junction between the aortic body and the right iliac limb; therefore additional ballooning was performed in that area and this successfully resolved the type 3a endoleak, however, the left leg of the alto aortic body appeared to be narrowed. Additional ballooning was performed on the left side and although the narrowing was able to be expanded with the balloon, it narrowed again once the balloon was deflated. Although the narrowing in the left leg still remained, blood flow was confirmed through the narrowed area. A type 2 endoleak (non-device related) was also present at the time of this procedure. The procedure was completed and the decision was made to monitor the patient. The patient returned for the one month follow-up visit with complaint of pain after walking for twenty (20) minutes. It was noted that although the pulsation in the left leg was palpable, it was weaker than that of the right leg. The patient was placed on medication and is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The delivery system device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported left limb narrowing and type 2 endoleak are confirmed. The reports pain and claudication are unconfirmed due to a lack of medical information. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H6 health effect - clinical codes; remove 1924; h6 investigation conclusion codes; remove 11.